Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was experiencing elevated blood glucose levels. The reporter was not able to proive a specific value for the elevated values at the time of the contact. The reporter alleged that the issue was a result of a lack of supplies due to not receiving an order from animas. This complaint is being reported because the reported issue was not resolved at the time of contact. The alleged blood glucose excursion does not meet the criteria for a serious injury.

Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2016. The device has been returned and evaluated by product analysis on 08/27/2016 with the following findings. The pump's black box data from the date of the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The alleged issue could not be duplicated.